Manufacturer narrative:
It was reported that this device stopped ventilation during surgery, the operator used manual ventilation immediately, and this device indicated "volume and pressure sensor error". The operator replaced a back up devices to continue surgery. No patient injury reported. As confirmed, the customer contacted draeger service engineer for this issue, the local engineer arrived at customer site to inspect this device, after replacing the negative pressure pump (pn: 8609260), this device can back to normal use. After analyzing the error code and replaced part provided, it was found that the negative pressure pump is spoiled. Failure was caused by the spoiled negative pressure pump. If the ventilator fails, only manual ventilation or spontaneous breathing remain possible. No other modes can be selected. The fresh-gas delivery remains ready for operation. The operator will have to be switch to the man/spon ventilation mode and ventilate the patient manually. For this case, the device is back to normal after replacing the negative pressure pump and working normally.

Event description:
It was reported that this device stopped ventilation during surgery, the operator used manual ventilation immediately, and this device indicated "volume and pressure sensor error". The operator replaced a back up devices to continue surgery. No patient injury reported.

Manufacturer narrative:
The investigation has started. A follow up report will be submitted upon completion.

Event description:
It was reported that this device stopped ventilation during surgery, the operator used manual ventilation immediately, and this device indicated "volumme and pressure sensor error". The operator replaced a back up devices to continue surgery. No patient injury reported.